Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a ¿transmitter issue.¿ no further information was availalble. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because of the allegation of an unspecified transmitter issue.